Manufacturer narrative:
This report is submitted on december 02, 2022.

Event description:
Per the clinic, the patient experienced an infection in the inner-middle ear (date not reported) which leads to electrode migration. Subsequently, the patient was treated IV antibiotics (specific date and duration not reported) during hospitalization. Additional information has been requested but has not been made available as of the date of this report.